Manufacturer narrative:
(B)(4). The device has been requested to be returned to baxter product analysis lab (pal) for evaluation. Should the device be received and evaluated, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The assignable cause for the reported incident was unable to be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding needing to disconnect the home patient (hp), which occurred on the homechoice (hc) during use. The caregiver (cg) stated that she needed to get the hp disconnected quickly because he was having a heart attack. During a follow up call on (B)(6) 2011, the facility nurse confirmed that the patient had experienced a heart attack (myocardial infarction) on (B)(6) 2010 and was hospitalized on that date. The admitting diagnosis was ventricular fibrillation. Unknown procedures and lab tests were performed and no results are available. The patient underwent a coronary artery bypass graft surgery (CABG) on an unknown date. The patient was discharged to home on (B)(6) 2011 in good condition. The patient continued manual therapy and hemodialysis during hospitalization. The patient is now back on peritoneal dialysis therapy. The patient was seen at the facility clinic on (B)(6) 2011 and noted to be doing well. The nurse did not feel the heart attack was caused or contributed to by peritoneal dialysis therapy devices or products.